Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The device will be returned to physio-control for further evaluation. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that the display on their device went white after the device was powered on. A white screen is indicative of a device lock-up. There was no patient use associated to this event.

Manufacturer narrative:
Correction information: the initial medwatch report indicates: (B)(6) 2017.  The initial medwatch report should indicate (B)(6) 2017. The initial medwatch report indicates: (B)(6) 2017. The initial medwatch report should indicate (B)(6) 2017. Follow-up information: physio-control evaluated the device but could not duplicate the reported issue. Proper device operation was observed through functional and performance testing. A cause of the reported issue could not be determined.   A replacement device was provided to the customer under warranty.